Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were remnants of white crystallized contamination believed to be infacol (simethicone) type of product within the jet tube. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the adhesive on the light cover glasses and on the optical cover glasses were worn. It was also observed that the adhesive on the distal end was lifting. It was observed that delamination of the insertion tube was evident. It was also observed that the control body colored ring on the air/water housing was worn. It was also observed that the switch condition was worn. It was observed that there was water leakage in the scope connector due to water ingress. It was also observed that the up/right angle did not meet specifications. Lastly, it was observed that the electrical safety test did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope tube is damaged, and it has a bump in it. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that white crystalized contamination was found within the jet channel which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.